Event description:
Reportedly, after the first firing, the jaws would not open. Refired for the recovery, then the handle stuck in the middle and the jaws still would not open. After that, refired for the thrid times, but all devices could not be fired properly. The staples malformed. Finally, changed to the open surgery. No further patient injury reported.